Event description:
It was reported that the catheter detached while in use. The target lesion was located in the left popliteal. A 2.1mm jetstream xc catheter was selected for use. A 7fr non-bsc sheath and non-bsc guidewire were used. After half of the lesion was treated with the jetstream, it was noted that the catheter had come apart. The device was removed and the procedure was completed with angioplasty. There were no patient complications reported.